Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refill with dialysate during circulation. There have been no adverse events associated with the reported issue. This report is being investigated by the manufacturer via a CAPA. The investigation is pending and a supplemental MDR will be filled at the completion of the investigation.

Event description:
It was reported by a user facility that a saline bag refilled during recirculation. There was no patient involvement. The machine could not duplicate the saline bag filling during recirculation mode during testing. The heat exchanger was replaced. The dialysate pressure was calibrated. The machine was put back into circulation.